Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal was properly deployed; however, when anchor met the arteriotomy the angio-seal could not be pulled back. The sheath tube was cut and removed; the suture tension was maintained and the tamp tube was advanced. Closure was successfully completed. The patient was in stable condition. Additional information was received on 21aug2019. The procedure was a right and left heart catheterization. A pre-deployment angiogram was performed. A 6fr sheath was used. The device would not continue to pull back once the anchor became flush with the vessel. They snipped the tube and continued to close with no issue.